Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the device was attempted but not placed due to the device setscrew missing. The device was removed, and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.